Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and noted that the log files did not show evidence of an error code #37 originally reported. The fse did observe an error code # 57 on the date that the customer described as to when the issue occurred. The fse was unable to reproduce the reported issue and then performed all functional and safety checks to meet factory specifications. Subsequently, the fse performed scheduled preventative maintenance (pm) service and replaced the batteries. The unit passed all functional and safety test per factory specifications and was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. An additional customer contact was provided as follows: (B)(6), email: (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusions).

Manufacturer narrative:
Additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a technical error 37. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.